Event description:
On (B)(6) 2013, the patient underwent pipeline embolization treatment involving one pipeline (3.50mm x 14mm). During the procedure, it was reported that the pipeline did not open as expected. The entire system (pipeline, pushwire, marksman catheter) was removed from the patient.it was reported that the patient is in good condition.

Manufacturer narrative:
The pipeline involved in the event has not been returned for evaluation. The marksman catheter involved in the event will not be returned for evaluation as it was discarded.(B)(4).